Manufacturer narrative:
According to the field, the ICD will not be returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Review of the system revealed oversensing of noise that led to the delivery of inappropriate anti-tachycardia pacing. The physician suspected the competitor rv lead to be fractured. Surgical intervention was performed and the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.